Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and cleaned the pump with a dry cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 11/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.